Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened sample was returned for review. Visual inspection of the sample confirmed a crack in the luer/hub which would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, a CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the effectiveness phase which will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Manufacturer narrative:
The sample was returned to the manufacturing site for investigation, and the investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
The reporter indicated the PICC line was leaking below hub at start of the cath line less than 24h from insertion. The newborn patient was receiving glucose solution via PICC. Line needed to be removed which affected baby¿s glucose labs. User indicates risk of infection.